Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018. It was reported that the patient experienced severe and chronic pain, nausea, diarrhea, chills, inflammation and adhesions. Other procedure is captured under separate file. No additional information was provided.